Manufacturer narrative:
Evaluation summary: no sample has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that after only 10 percent of ablation treatment in the patient's right eye, the laser stopped and displayed an error message. Attempts to clear the error message were made by 'clicking through,' only to eventually end up with the following error code: "fatal error fa-4-12-7." At this point, the system gave the option to either shut down the system or to switch to microscope mode. The technician called the company representative and was advised to shut down the laser and reboot. Once the laser was restarted, it successfully passed the self test, calibrated correctly (including the monthly scanner test), and the technician loaded the aborted treatment. They brought the patient back in and successfully finished the procedure from the point the laser had stopped. According to the surgeon, the initial error code may have been a scanner error, but he was not entirely certain. In a follow up with the company representative, the technician reported that they were able to complete the remaining cases of the day without issues.

Manufacturer narrative:
At the visit on site the company representative confirmed the error message in the log file. The company representative exchanged the scanner, performed alignment and calibration. The company representative found the system meets company specifications per service test procedure/service installation record. The root cause could not be identified conclusively. The manufacturer internal reference number is (B)(4).